Event description:
The customer reported approximately ten milliliters of diluent leaked within the instrument involving the coulter lh 750 hematology analyzer. The customer was replacing the tubing connecting to the hemoglobin curvette and the curvette broke spilling the diluent inside the instrument. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered cut tubing at pinch valve, vl12b. The fse re-tubed pinch valve vl12b and replaced the tubing in the white blood cell (wbc) drain pathway and resolved the issue. The fse proactively replaced the hemoglobin cuvette assembly. In addition, the fse discovered buildup in the complete blood count (cbc) lyse/diluent input lines to the white blood cell (wbc) bath. The fse replaced the wbc bath and associated tubing and resolved the fluid leak issue. The fse replaced the waste chamber, vc11, as a preventative measure. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs resolved the reported issues. A definitive root cause is unknown. (B)(4).